Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a lead replacement, the lead was unable to be properly screwed into the device header. It was noted that the hex wrench did not sit properly on the set screw. After several attempts to fasten the lead, the pacemaker was replaced. The patient had no consequences from the procedure.

Manufacturer narrative:
The reported inability to loosen/tighten the set screw was confirmed in the laboratory. Visual inspection identified blood and septum punch-out material which prevented the wrench from engaging enough of the setscrew inset to tighten the setscrew. The blood and septum material most likely came from a hole punched through the septum during the initial implant. Device was tested on bench and no other anomaly was noted.